Event description:
It was reported that early sensor expiration occurred. It reportedly occurred occasionally (B)(6) 2026. No relevant product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).